Event description:
Philips received a complaint on the efficia dfm100 indicating that the device provided a prompt that said, "shock abort." The rse worked with the user. The device passed operational check testing. The ¿abort¿ prompt was not encountered. The device meets the specification for the performed service and is returned to use. No further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Institution phone: (B)(6).